Event description:
A greenfield filter was implanted on (B)(6) 2010. On (B)(6) 2019 the patient had a CT scan of their abdomen. The imaging showed that the struts have penetrated 3mm through the wall of the ivc into the pericaval mesenteric fat. No sign of migration, stenosis, tilt, fracture/bending.